Event description:
It was reported that a user experienced prolonged difficulty pairing a dexcom g7 sensor with the ilet, with the app continuously attempting to pair despite code entry and reinitiation; the event is consistent with an intermittent communication failure associated with the sensor¿s wireless interface, including the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet consistent with intermittent communication failure involving the electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.